Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the tip seal and that there was blood on the overlay tubing. The analysis notes also commented that there was dried blood under the overlay tubing and on the lobes that might prevent the lobe deployment.

Event description:
It was reported that during the implant procedure the physician could not fix the lead well after trying several times. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.